Event description:
The MFR received info, alleging a ventilator was alarming for "high temperature." There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The increased airstream temperature appears to have been caused by the ambient conditions in which the device was operating. No malfunction were noted. The device was found to audibly and visually alarm, as designed.